Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: spontaneous rupture is observed at the level of the implant seal.

Event description:
Company representative reported "putting in the implants and it ruptured" via video source. Later, physician reported left side "transurgically at the time of implant placement in the inframammary sulcus, a spontaneous rupture is observed at the level of the implant seal" and the inner silicone gel touched the patient. The device was replaced.

Event description:
Company representative reported "putting in the implants and it ruptured" via video source. Later, physician reported left side "transurgically at the time of implant placement in the inframammary sulcus, a spontaneous rupture is observed at the level of the implant seal" and the inner silicone gel touched the patient. Surgery was completed with a backup device. The device was replaced.

Manufacturer narrative:
.